Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Nose bled profusely (both) inside (and out) [epistaxis]. Nose bled profusely (both inside and) out-skin [skin haemorrhage]. Plunged stem through side of nose, akin to a nose piercing [face injury]. Nose is tender [rhinalgia]. Cartridge detached during brushing, exposing the sharp stem that lends control to cartridge [device breakage]. Cartridge detached from toothbrush and exposed stem plunged through nose [injury associated with device]. Case description: a consumer reported that while using an oral-b professional care rechargeable toothbrush on (B)(6) 2015, the oral-b brushhead, version unknown detached and exposed the "sharp stem" that lends control to the brush head. The reporter stated that he or she sometimes brushes vigorously with a sweeping motion. The "sharp stem" plunged through the side of his or her nose on the ensuing sweep. It bled profusely both inside and out, and the nose was tender. The case outcome was not recovered/ not resolved. No further information was provided. On (B)(6) 2015 received follow-up: the consumer reported that the injury was minor, and akin to a nose piercing. The product had been used for 9 years, and worked fine. The brush head was replaced, and was holding firm. The reporter stated the cause of the injury might have been the energetic use of the product, and he or she is brushing with greater caution and ease. No further information was provided. On (B)(6) 2015 received follow-up: the consumer reported that he or she would not be sending the toothbrush to the company. No further information was provided.